Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The embolic coil was noted to being stretched, meeting regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter phone: (B)(6). Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a coil embolization of a 7 mm unruptured aneurysm at the arteria communicans anterior-com (a-com), a target soft coil 360 (6x10) was used as a framing coil. Four coils (ultra 3x6, ultra 2x4, ultra 5x10. Ultra 3.5x8) were implanted. The complaint coil, a 2mm x 6cm galaxy g3 mini (glm920060, l16392) was being used but it became stuck on the sheath. After that, two galaxy g3 mini coils (2x4), (2x3) and unspecified coils (1.5x,), (1.5x2) and (1.5x3) were implanted without any problem. There was no patient injury reported. The customer states there is no additional information available. One non-sterile galaxy g3 mini 2mm x 6cm was received inside of a pouch. The device was visually inspected, and no damages were noted on it. Then a microscopic inspection was performed, the embolic coil was found stretched and protruded from the introducer, no other damages could be observed. The marker band was found at 41cm from distal end and it was found within specification. A manufacturing record evaluation was performed for the finished device l16392 number, and no non-conformances related to the reported complaint condition were identified. The complaint reported by the customer ¿coil ¿ impeded-in introducer¿ was confirmed. The embolic coil was found stretched and protruded from the introducer, this condition contribute to an impediment, the coil was not able to move and due to this we can confirm the complaint. The stretched condition may have appeared to have been caused by excessive force and handling being applied to the device however none of those can be conclusively determined. Neither the analysis or the mre suggest that the failure reported could be related to the manufacturing process. Impeded in introducer is a known potential issue associated with the use of the device. The instructions for use (IFU) contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. An embolic coil becomes stretched when an excessive pull force is applied to the device. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by the field, during a coil embolization of a 7 mm unruptured aneurysm at the arteria communicans anterior-com (a-com), a target soft coil 360 (6x10) was used as a framing coil. Four coils (ultra 3x6, ultra 2x4, ultra 5x10. Ultra 3.5x8) were implanted. The complaint coil, a 2mm x 6cm galaxy g3 mini (glm920060, l16392) was being used but it became stuck on the sheath. After that, two galaxy g3 mini coils (2x4), (2x3) and unspecified coils (1.5x,), (1.5x2) and (1.5x3) were implanted without any problem. There was no patient injury reported. The customer states there is no additional information available. Based on the findings of the device investigation, the embolic coil was noted to being stretched.